Event description:
It was reported that during a bi-ventricular upgrade procedure, the right atrial lead was explanted due to lead fracture.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.